Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage at site event on 10-jun-2024. No further information was available.